Event description:
The customer reported that during a surgical procedure, the device sounded like it was leaking. Loss of pressure in a cuff could lead to systemic exposure to local anesthetic if the event should recur during a bier block procedure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.